Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was hcp mentioned the patient had a surgery about 2 years ago and something was disconnected inside them. Hcp did not know any more details and the pt was unable to communicate more details. Hcp also said the controller was broken. Hcp said the controller would not connect to the implanted neurostimulator to place ins in MRI mode. Technical services (tss) understood controller was not broken, but simply would not connect to ins. Tss suggested pt call patient and technical services (pats) and follow up with their hcp to get more information on the state of their system. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.